Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 16 feb 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database (B)(4).

Event description:
Halyard received a single report that referenced five different incidences, which were associated with separate units, involving five different patients. This is the first of five reports. Refer to 8030647-2018-00066 for the second patient or report ; refer to 8030647-2018-00067 for the third patient or report ; refer to 8030647-2018-00068 for the fourth patient or report; refer to 8030647-2018-00069 for the fifth patient or report. It was reported that the flex connector came away from the suction catheter during suctioning. The flex connector and suction catheter were replaced immediately. There was no patient injury.

Manufacturer narrative:
Halyard health received one used suction catheter and one used flex connector. No product packaging was received. The sample appeared in generally clean condition. The male insert of the dse (double swivel elbow) was examined. There was no visible damage to the manifold or to the male insert. The male insert swivels with no resistance felt during rotation. The mold identification on the manifold is possibly ¿b¿, but was not very legible. The mold identification on the 15mm end of the flex connector was ¿k14.¿ the 15mm end of the flex connector was attached to the male insert of the dse, stopping at the point at which initial resistance was felt. A certified ruler (tqa030 calibrated feb 11 2017, due feb 28 2019) was placed next to the mated components. The distance between the leading edge of the flex connector and the top of the dse flange is 2.5mm. The flex connector was rotated while attached to the dse. The dse male insert rotated intermittently with the flex connector. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 27mar2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).